Event description:
During an initial implant procedure, loss of capture was observed on the right atrial (ra) leadless pacemaker (lp) following fixation. The patient then reported complaints of chest pain. An echocardiogram was performed which revealed a pericardial effusion which resulted in a cardiac tamponade. The suspected cause of the tamponade was due to a cardiac perforation of the ra lp. A pericardiocentesis was performed to address the clinical events. The ra lp was also reprogrammed to resolve the event. The patient is now stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.